Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. Four days after the sensor was inserted, the skin was red, the first layer of skin was detached, and she had pimples on her arm up to her neck and head. It was reported that an intravenous injection containing fenistil and cortisone was provided by a doctor, due to the allergic reaction. At the time of the report the patient was feeling better and the pimples had disappeared. No additional patient or event information is available.